Manufacturer narrative:
Correction additional devices implanted and/or related to this event: dsf2033/20100706, UDI (B)(4). Addition it is unknown which dryseal flex sheath caused the dissection.

Manufacturer narrative:
Additional devices implanted and/or related to this event: dsf2033/20100706. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® dryseal flex introducer sheath instructions for use states, potential adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (i.e., dissection).

Event description:
On (B)(6) 2019, the patient underwent an emergent endovascular repair of rupture on stanford type b aortic dissection using a conformable gore® tag® thoracic endoprosthesis. It was reported as the gore® dryseal flex introducer sheath (dsf2233/20120417) was inserted into the right access vessel, the sheath could not be advanced to the intended position due to calcification in the access vessel. The sheath was removed. A smaller size french gore® dryseal flex introducer sheath (dsf2033/20100706) was alternatively used. With difficulty in advancing it, the 20fr. Sheath finally reached the intended position. The device was implanted with no reported issues. After removal of the dsf2033/20100706, a dissection was identified at the right common and external iliac arteries. The dissection was repaired by implanting a bare metal stent. No further issues were observed, and the patient tolerated the procedure.